Manufacturer narrative:
This incident occurred on 2005, and the user report was received 15 months after the event. The failure mode reported was addressed via voluntary safety alert issued 9/8/1995 and 9/6/2006. Eval of the specific unit could not be performed because the unit was taken out of service and sold to a hosp in foreign country by the user facility. Rptr reported that the old replaced parts were discarded.